Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed using tap water to fill the container and a leak was observed at the spike port tube and the spike port bonding area. The reported condition was verified. The cause of the condition could not be determined; however, the probable cause was most likely was due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted to the spike port causing an incorrect bonding during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 1000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from the administration port. The leak was discovered during set-up. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.